Event description:
Device malfunction: none. Symptoms / ae: embolic stroke. Time of ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, after post stent dilation with a non-abbott device, the patient experienced an embolic stroke. Signs and symptoms included right arm weakness, some slurring of words and right facial droop. There was no new treatment given, just a continuation of aspirin and plavix. Post procedure, an mra of the brain was done showing tiny acute infarcts in the left frontal lobe and centrum semiovale and an MRI was done showing small areas of acute ischemia of the left middle cerebral artery territory. During hospitalization, the patient was stared on physical, occupational and speech therapies. Seven days post procedure, the patient was discharged to home with improved status. Although requested, there is no additional information available.

Manufacturer narrative:
Study event. The rx accunet was discarded. The lot number was provided. Stroke is a known possible adverse event associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. The lot history record was reviewed and there are no non-conformances associated with this lot number.